Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and inspected the instrument. The fsr found the position 2 sensor of wash zone 2 was damaged and replaced the part, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. The architect i2000sr erratic result rates were within acceptable limits with no trends identified. Labeling was reviewed and found to adequately address the issue under review. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and provides instruction for the removal, replacement, and verification of the arc tbg/sn tp wz. The architect i2000sr service and support manual contained adequate information for the troubleshooting the arc tbg/sn tp wz. Based on all reviewed data, a product deficiency was not identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hcv ag results generated on the architect i2000 instrument. The following data was provided: sid (B)(6) initial 4.63 fmol/l, repeat 7.12 fmol/l no impact to patient management was reported.